Manufacturer narrative:
Evaluation code, conclusion: failure to follow instructions (the balloon was inflated above the stent graft).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient. It was noted that there was vessel tortuosity. It was reported that the balloon burst after using it approximately 5 times. The physician stated that the cause of the event could not be determined; however, it was noted that, due to vessel tortuosity, the anchor pins were not properly fit against the renal artery and the balloon may have made contact with the pin. Another manufacturer¿s device was used and the procedure was completed successfully. No clinical sequelae were reported and the patient is fine.